Manufacturer narrative:
(B)(4). Additional information: follow-up information was received by the healthcare professional. This event of peritonitis resolved.

Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with etimicin sulfate, 100milligram intraperitoneally (ip) twice daily (bid) and cefathiamidine 1 gram bid ip. The patient has not recovered at the time of this report.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation. There was also no device malfunction or use error identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.